Manufacturer narrative:
Device received and initial evaluation begun. A follow-up MDR will be submitted when the evaluation has been completed. Follow-up on patient's current condition is in progress.

Event description:
Shaft frosting preconized between 1 - 2 minutes. Led to small 1.5cm skin burn. Changed probe and continued. Additional information received via conversation between sales manager and physician; tested probe as required, did not see frosting so started procedure. During procedure, probe frosted up the shaft and noticed a dime (1.5cm) sized burn on skin. Dressed burn and will follow-up. No skin breakdown. Sales manager provided physician guidance on what to do if frosting occurs again.

Manufacturer narrative:
(B)(6) 2011. Device evaluation confirmed vacuum sleeve failure.